Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, light guide tube leaking due to perforation / cut / scratch by a sharp object from the outside, and black material made of rubber in the air/water nozzle of the scope. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that prior to use of the evis lucera elite colonovideoscope, air/water were unable to pass smoothly through the device due to foreign material clogged in the scope nozzle. It was reported that the customer correctly reprocessed the scope. There were no reports of patient harm associated with this event.

Event description:
The initial report inadvertently missed stating that the procedure was successfully completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5 - the customer did not confirm the reprocessing method. Based on the results of the investigation, it is likely that a piece of the injection tube or the air/water valve entered the channel and clogged the nozzle. The specific root cause could not be determined at this time. The user may detect the suggested event properly by handling the device in accordance with the following the instructions for use: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system -inspection of the air-feeding function -inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.